Event description:
It was reported that the device was to be explanted and replaced due to the field advisory, and the patient being dependent. Prior to explant the device had a longevity of about 3.5 years. As the doctor opened the pocket, the device "stopped working" and no pacing output was observed. The patient had an intrinsic rate of 28-30 bpm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no atrial and ventricular output when the device was programmed to doo bipolar, and anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.